Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 4-way stopcock w/2 microclave¿ and occurred on an unspecified date. It was reported that leaking occurred during chemotherapy. The connectors were connected to a texium which is then connected to a chemotherapy line". They have been having problems with texiums and octopus and 3 way taps breaking and causing cytotoxic leaks. Once the texium has been attached it seems to break the spring in the octopus (nearly every time) and often with the 3 way taps. The valve in the microclave on the 4 way tap or octopus is depressed when the texium is connected, but it is not retracting when the texium is then disconnected, which is when the leakage occurs. The product is not contaminated or contain a biohazard or chemotherapeutic agent. Nobody was harmed as a result of the reported event. The product was not reprocessed or re-sterilized prior to use. There was no report of patient harm.

Manufacturer narrative:
One (1) used sister sample item #011-c3347 was returned for evaluation. As received the sample was out of the package, however not physical damage or anomalies observed on the sample. No mating device was returned for evaluation. Each of the microclave ports were connected with a new syringe and no silicone stick down condition were confirmed. Both microclaves were dissembled and a necking spike and a torn condition on the top seal were confirmed. Complaint of silicone sleeve stuck down can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. The device history provided on the sister sample was reviewed and no anomalies, discrepancies or no-nonconformance were confirmed that might lead the condition reported by the customer . D9- product received date 12/11/2023.